Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in an undisclosed location. No patient symptoms were documented. The cgm was reading 180 mg/dl and the blood glucose read was 445 mg/dl. The patient was hospitalized; however, no details about medical intervention were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated they felt thirsty and weak. They went to the hospital because their cgm and bg values were inaccurate. It was reported that the cgm was 180 mg/dl while the bg was 445 mg/dl. The patient was treated with an insulin injection by the doctor and went home the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.